Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a cat scan the neutraclear valve disconnected and leaked when a high-pressure injection was performed. This caused the staff member to be exposed to blood/body fluids. There was no report of patient or employee harm.